Manufacturer narrative:
Date of event: the specific date of the event is unknown. Based on information provided, it cannot be determined that the alleged readmission and wound deterioration are related to v.a.c.ulta¿ therapy. Kci made multiple unsuccessful attempts to obtain additional clinical information with no response. It is unknown if medical or surgical intervention was required. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2019, the following information was reported to kci by the nurse: the patient was at their hospital for a long time, and the patient was subsequently transferred to another hospital. The patient was on v.a.c.ulta¿ negative pressure wound therapy with v.a.c. Veraflo cleanse choice¿ dressings and was receiving dressing changes on mondays and thursdays. The patient's wounds initially looked better, but both wounds had allegedly gotten worse "this past week," and the patient was readmitted back to their hospital. It was noted that the nurse did not proactively report a concern to kci. No additional information is available. Per review of kci records, the patient was at the original hospital from (B)(6) 2019 and placed on v.a.c.ulta¿ negative pressure wound therapy on (B)(6) 2019. The patient was subsequently transferred to another hospital (B)(6) 2019 and continued to receive v.a.c.ulta¿ therapy. The patient was readmitted back to the original hospital on (B)(6) 2019 and continued to receive v.a.c.ulta¿ therapy until (B)(6) 2019. A device evaluation of v.a.c.ulta¿ negative pressure wound therapy system is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged readmission and wound deterioration are related to v.a.c.ulta¿ therapy.

Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.